Event description:
The device was used for stent placement in the porta heatis region on a patient with bile duct cancer as below; the physician removed the device from the packaging as usual and flushed through it before insertion into an endoscope. The delivery system was inserted into the endoscope and advanced to the target site. The physician did not feel any abnormality so far. He pulled the handle in order to deploy the stent after removing the safety lock, but the handle could not be moved. (The endoscopic elevator was free during the attempt.) He also noticed a snap sound when pulling the handle, so he removed the device from the endoscope. Then, he confirmed that the delivery sheath was broken and a part of the stent protruded through the sheath tip though the stent was not deployed. Therefore, another device was used instead to complete the procedure. The patient had a favourable outcome.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for stent placement in the porta heatis region on a patient with bile duct cancer as below; the physician removed the device from the packaging as usual and flushed through it before insertion into an endoscope. The delivery system was inserted into the endoscope and advanced to the target site. The physician did not feel any abnormality so far. He pulled the handle in order to deploy the stent after removing the safety lock, but the handle could not be moved. (The endoscopic elevator was free during the attempt.) He also noticed a snap sound when pulling the handle, so he removed the device from the endoscope. Then, he confirmed that the delivery sheath was broken and a part of the stent protruded through the sheath tip though the stent was not deployed. Therefore, another device was used instead to complete the procedure. The patient had a favourable outcome.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). Device evaluation: the zilbs-635-10-8 device of lot number c1487099 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 18 october 2018. The returned device lab examination findings and observations can be referred through attached photos. It should be noted that multiple failures were identified in the lab. The flexor was separated and the stent strut was protruding through the flexor. It has been confirmed by engineering that these are all related to the failure of stent strut protruding through the flexor. Document review: prior to distribution all zilbs-635 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (c1487099 and ch1473604) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1487099. IFU review/ packaging insert review it should be noted that the product packaging insert states the following: method of usage equipment required 035 inch (0.89 mm) wire guide.¿ it may be noted that the product instructions for use states the following: ¿equipment required .035 inch wire guide of appropriate length.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide. The use of a non-recommended wire guide could have provided insufficient device support during advancement and/or attempted deployment. It is possible that this caused and/or contributed to protrusion of the stent through the flexor. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent strut was protruding through the flexor. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for stent placement in the porta heatis region on a patient with bile duct cancer as below; the physician removed the device from the packaging as usual and flushed through it before insertion into an endoscope. The delivery system was inserted into the endoscope and advanced to the target site. The physician did not feel any abnormality so far. He pulled the handle in order to deploy the stent after removing the safety lock, but the handle could not be moved. (The endoscopic elevator was free during the attempt.) He also noticed a snap sound when pulling the handle, so he removed the device from the endoscope. Then, he confirmed that the delivery sheath was broken and a part of the stent protruded through the sheath tip though the stent was not deployed. Therefore, another device was used instead to complete the procedure. The patient had a favourable outcome.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used for stent placement in the porta heatis region on a patient with bile duct cancer as below; the physician removed the device from the packaging as usual and flushed through it before insertion into an endoscope. The delivery system was inserted into the endoscope and advanced to the target site. The physician did not feel any abnormality so far. He pulled the handle in order to deploy the stent after removing the safety lock, but the handle could not be moved. (The endoscopic elevator was free during the attempt.) He also noticed a snap sound when pulling the handle, so he removed the device from the endoscope. Then, he confirmed that the delivery sheath was broken and a part of the stent protruded through the sheath tip though the stent was not deployed. Therefore, another device was used instead to complete the procedure. The patient had a favourable outcome.